Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Event description:
Patient reported right side "seroma late", capsular contracture baker grade IV, and "lymph nodes with an inflammatory appearance are observed, the largest in the axillary region." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture, seroma late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV, and lymphadenopathy.

Event description:
Patient reported right side "seroma late", capsular contracture baker grade IV, and "lymph nodes with an inflammatory appearance are observed, the largest in the axillary region." Device remains implanted.